Event description:
N/a

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he found a broken fiber optic port. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) who discovered the issue replaced the cbl assy,fo sensor extension which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6)